Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was discovered to exhibit loss of capture (loc) and high pacing thresholds. The physician suspected the cause of the rv loc and high pacing thresholds was due to endocardial perforation of the rv lead. The lead perforation was confirmed with imaging that was done. The physician planned on a lead revision procedure, however, surgical intervention was deemed to be too risky. The physician opts to continue with monitoring at this time. The rv lead remains in service. No additional adverse patient effects were reported.